Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer was hospitalized due to diabetic ketoacidosis. The customer was placed in ICU. The mother stated that her son missed school and a lot of people were out due to stomach flu prior to the event. The mother stated that her son passed out her on her way to the hospital. The customer also had a low reading and treated with food. The customer was advised to call when doing a set change.